Manufacturer narrative:
(B)(4). The part number has been changed from 1012630-59 to 1012623-59. Visual inspection was performed on the returned device. The reported resistance was not confirmed because the introducer sheath was not returned and the stent was damaged. The unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an iliac artery. The 7.0 x 59 mm otw omnillink elite stent delivery system could not advance through the introducer sheath. Another same size omnilink elite was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the stent had moved distally on the balloon.